Event description:
The company was informed that the pt was explanted in (B)(6) 2011. Advanced bionics is in the process of gathering further info; once further info is received, a supplemental report will be submitted.